Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: dislodged stent compressed in an unintended site. Device issue: stent dislodgement. It was reported that after implanting a stent in the lad, an attempt was made to go distal with the 3.5 x 15 mm vision to treat another lesion. The device was unable to pass through the previously deployed stent, so the stent delivery system (sds) was removed, at which time the stent was observed to be missing. The dislodged stent remained in the lad, proximal to the implanted stent. Another stent was deployed to compress the dislodged stent against the vessel wall. There were no pt effects. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusions summation - the inability to cross the lesion can be affected by numerous factors. Stent dislodgement inside the body can be affected by numerous factors including, but not limited to, extreme tortuosity or lesion resistance, crossing previously deployed stent, or excessive force needed to retract undeployed stent into guiding catheter. It is possible that the stent interacted with the previously implanted stent during the procedure. It should be noted that the IFU states: "when treating multiple lesions, the distal lesion should be initially stented, followed by stenting of the proximal lesion." The ultimate root cause of the stent dislodgement is unk.